Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed the identified symptom false upstream occlusion alarm, but could not reproduce it during evaluation. Evaluation found the ultrasonic sensor readings to be below specification (due to a failed upstream sensor), which can make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false upstream occlusion alarm. There was no pt involvement.